Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation-evaluation: following the return of the device 24sep2020, a visual inspection and functional test of the device was performed. One bakri postpartum balloon catheter was returned for investigation in a used condition. The stopcock was attached to the inflation line. Water was flushed into the balloon and leaked from the bottom of the balloon, preventing proper inflation. Under magnification, a hole was detected in the balloon material at the proximal glue bond. The results of the physical examination of the device did not change the conclusion of the investigation. Cook could not determine a definitive cause of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, following the treatment of post partum hemorrhage using a bakri tamponade balloon catheter, the balloon was noted to be empty when the physician went to deflate the device. The device was set up on (B)(6) 2020 and during the night, they observed fluid losses, and their assumption was a leakage of the urinary catheter. On (B)(6) 2020, when removing the bakri device, they discovered the balloon was completely empty. There was no visible tear in the balloon. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested. A follow up report will be submitted when additional details are received.

Event description:
Additional information was provided on 09jun2020, including a more detailed timeline of events. New information provided includes: the patient was a 40 year-old primiparous patient with no pre-existing coagulation disorders, and a singleton gestation. The nature of the post-partum hemorrhage was uterine atony due to "uncomplete conducted delivery" (presumed to mean retained products of conception). One liter of blood was lost before device placement. Sequence of events as follows: (B)(6) 2020. 1838: complete directed delivery involving a placental abruption. Bleeding (400ml) due to subnormal uterine activity (atony). On call team was called. 1842:uterine cavity check performed by midwives, pulling back retained membranes-blood loss now up to 700ml. 1846: unacim (ampicillin and sulbactam) 1gm given. 18:48: urinary catheter inserted, 1gm exacyl (tranexamic acid) given 1850: uterine cavity check by physician. Blood loss at this point remains 700ml. Blood pressure 112/70, pulse 99. 1851: examination under valves (presumed to mean examination of the cervix and vaginal vault for sources of bleeding) 1853: started the nalador vitamin 10 (sulprostone). Total volume of blood loss now up to 800ml 1920: total volume of blood loss now up to 1000ml. Bakri inserted. 21apr2020 1130 (16 hrs. And 10 min. After it's placement). The bakri was removed.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event description: it was reported, following the treatment of post partum hemorrhage using a bakri tamponade balloon catheter, the balloon was noted to be empty when the physician went to deflate the device. The device was set up on 20apr2020 and during the night, they observed fluid losses, and their assumption was a leakage of the urinary catheter. On 21apr2020, when removing the bakri device, they discovered the balloon was completely empty. There was no visible tear in the balloon. The patient was a 40 year-old primiparous patient with no pre-existing coagulation disorders, and a singleton gestation. The nature of the post-partum hemorrhage was uterine atony due to "uncomplete conducted delivery" (presumed to mean retained products of conception). One liter of blood was lost before device placement. H6: ec methods code desc - 5: trend analysis (4110). Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook could not determine a definitive cause of this event. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.